Event description:
The customer stated that she tested her blood glucose and received a reading of 385 mg/dl using her contour meter. The customer took insulin based on the high reading and passed out some time later. Paramedics were called and the customer was taken to the hospital. The customer woke up several hours later. Her blood glucose was tested using a hospital meter and the reading was "lo." The customer was treated with glucose. Troubleshooting was not possible as the customer did not have control solution. The hospital had already replaced the customer's contour meter, but her test strips are to be returned for evaluation. Replacement test strips were sent to the customer.